Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient was told by their hcp that the ins would last 5 years. They stated their prior ins didn¿t and at almost 4 years to the day it just quit working. The patient stated that they had to wait 2 months to have the ins replaced. There were no further complications reported.